Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. A functional evaluation was performed on the returned device and found the controller generated an e7 error when the wand was connected. When used with a bypass box the wand produced plasma as expected and had no issues activating coag. The resistance measured at 1.30 kilo ohms. The buttons did not activate on their own in testing. The button covers were removed and found saline ingress on the button board. An evaluation of the customer provided video and images showed the wand being held, a small amount of smoke is coming off the tip of the wand. The controller has setting 2,5 and the pedals are shown to not being pressed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (damage sustained to the device, which could have been caused by running over with another portable object/machine, being stepped on or being dropped). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic surgery, it was noticed that ambient super turbovac 90 ifs kept activating on its own without the buttons or the foot pedal being pressed. The procedure was performed, after a non-significant delay, using a competitor device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.